Event description:
Later, healthcare professional confirmed, right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, e2, h3, h6.

Event description:
Patient reported right side exchange with no complaint against the device. Patient additionally reported capsular contracture baker grade IV. Healthcare professional later confirmed capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right-side exchange with no complaint against the device. Later patient reported right side capsular contracture baker grade IV. Device remains implanted.